Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that after 1.5 hours of treatment with a prismaflex st150 set, an external fluid leak from the drain bag was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however a video was provided. The visual inspection of the provided video showed an external leak at the level of the drain bag. The reported condition was verified. The cause is a supplier related issue. Should additional relevant information become available, a supplemental report will be submitted.